Manufacturer narrative:
Pc(B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that while putting sets back together after washing, I noticed that the plastic on the attune spacer block was clipped near the spring. Everyone involved in possible cases said it looked okay to them so it must have happened during the decontamination process.